Manufacturer narrative:
Returned to manufacturer on: unknown. The investigation date has been used. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 133797 with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 133797 was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta 3.6mg had low draw.